Manufacturer narrative:
The exposed portion of the soft cannula was found to have a tear. Fluid was observed exiting the tear during a leak test. It could not be determined when the tear occurred or if it contributed to the pod leaking. No other damages or defects were found with the device and the cause of the event could not be conclusively determined. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient's blood glucose levels rose to 19.3 mmol/l (347 mg/dl) while wearing the pod between 5 and 24 hours. Treatment information was not reported. The device was returned and a tear was found on the cannula.